Manufacturer narrative:
Product eval: the product was returned for analysis and the reported complaint could not be verified. An attempt was made to verify the optical specs, but the optic was too damaged. Optic and haptic damage were observed. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a cartridge and handpiece, which are approved for this lens model. The customer indicated the use of a viscoelastic, which is not qualified for this lens model. Root cause: the root cause for this complaint could not be verified. Optic and haptic damage was observed. Due to the presence of surgical solution, the damage is most likely customer related. Lens bench testing was inconclusive due to the optic damage. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 02/16/2011 and 02/18/2011 by phone, fax, and mail. A completed questionnaire was received on 02/24/2011. (B)(4).

Event description:
A technician reported that a lens was explanted due to "undesired refractive outcome". In a f/u, the ophthalmic assistant reported that in the surgeon's opinion, the device did not cause/contribute to the event. The lens was exchanged for the same model, different power lens. The event resolved. Posterior capsular opacification was noted before the exchange. The assistant also reported the use of a viscoelastic that is not approved for the lens model.